Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure, the account complained about two trocars . They were having issues fitting the clip applier down the trocar. In one instance, they said the clip applier didn't fit down the trocar. In the other instance, the fit was so tight that the clip applier shaved off a piece of the trocar which landed on the liver bed. It was retrieved. In order to resolve the case, a new trocar was opened. There was no medical or surgical intervention required. There was no injury to the patient.